Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, and visual inspection/dimensional verification/functional test of the returned devices was conducted during the investigation. Three devices were returned; one used and two unopened. First, the used device was inspected. This device was identified to be leaking at the hub in addition to having an excessive amount of suture stuck within the threads. Furthermore, the flare was inspected and due to the threading pattern engraved on it, it seems the flare was lopsided between the cap and mac-loc. The two unopened devices were inspected, a leak was identified in one of them. However, both unopened devices were identified to have an excessive suture within the threads along with additional evidence of a lopsided flare. With all three devices being identified to have contributing factors that could lead to leakage, this complaint has been confirmed for three devices (1 used and two unopened). All possible measurements for all three devices were found to be within specifications and therefore we cannot confirm any of them to be non-conforming. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported at least six ultrathane mac-loc locking loop multipurpose drainage catheters were found to be leaking between the hub and lumen since (B)(6) 2018. To date, it is unknown if these reported ¿leaks¿ were found on one or multiple patients. Additional information regarding the event and patient(s) has been requested. As reported, the patient(s) did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report addresses a single patient that encountered the reported device malfunction of "leak". Additional information: information provided on 18-may-2018 by the initial reporter stated this product problem has occurred with six individual like-devices on six separate patients since (B)(6) 2018. The following medwatch reports have been submitted to capture the additional five patients. Medwatch 1820334-2018-01561, medwatch 1820334-2018-01562, medwatch 1820334-2018-01563, medwatch 1820334-2018-01564, medwatch 1820334-2018-01565.